Event description:
Following implantation of a stent in a proximal vein graft near the ostium, an attempt was made to place the zeta stent distal to it. The stent would not pass through the pre-existing stent and during the withdrawal from the anatomy, the stent separated from the sds balloon and was left inside the implanted stent. A dilatation balloon was used to crush the unexpanded stent to the arterial wall.